Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the first sheath aspiration, after removing the dilator, the physician noticed that air was leaking from the side flush port of the device. Once the drip was solved, it was noticed fluid leaking from the connector between the flush port and the sheath handle. No air was seen in the patient and no damage on the luer was noted. The physician decided to use the device to complete the procedure. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection showed no abnormalities or defects. The faradrive sheath was evaluated and observed to pass leak testing. Removal of the handle cap to inspect the internal components found the flush lumen to be torn by the adhesive filet that bonds the lumen to the valve hub. An attempt to pressurize the flush line did not cause the defective area to leak, confirming the adhesive filet bonding was in conformance to design specifications and did not leak, even though the surface of the polycarbonate joint was damaged. Inspection of the hemostatic valves did not find any abnormalities or defects.

Manufacturer narrative:
Initial reporter information updated based on additional information received. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. The physician noticed that air was leaking from the side flush port of the device. Once the drip was solved, it was noticed fluid leaking from the connector between the flush port and the sheath handle. The physician decided to use the device to complete the procedure. No patient complications were reported. The device has been received at boston scientific post market where it's waiting for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. The physician noticed that air was leaking from the side flush port of the device. Once the drip was solved, it was noticed fluid leaking from the connector between the flush port and the sheath handle. The physician decided to use the device to complete the procedure. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted damage on the flush tubing that was not present during the initial investigation. During the initial investigation, the sheath was initially observed to have passed leak testing, however, additional leak testing showed that this leak testing failed. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path. An attempt to pressurize the flush line caused the defective area to leak, confirming the adhesive filet bond tear.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the first sheath aspiration, after removing the dilator, the physician noticed that air was leaking from the side flush port of the device. Once the drip was solved, it was noticed fluid leaking from the connector between the flush port and the sheath handle. No air was seen in the patient and no damage on the luer was noted. The physician decided to use the device to complete the procedure. No patient complications were reported. The device was returned for laboratory analysis.